Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator could not be interrogated with rf telemetry. After a firmware download, the device could be interrogated. The patient was in stable condition before, during and post event.